Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at anterior and posterior leaflet 2 (a2p2). The mr was reduced to grade 1 post procedure. After two hours post deployment of the clip, patient developed bleeding from pulmonary vein due to guidewire. The patient was admitted in intensive care unit(ICU) for observation. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury, hemorrhage, or hospitalization. Based on available information, the reported tissue injury and hemorrhage appear to be related to procedural conditions (attributed to guide wire). The reported patient effects of tissue injury and hemorrhage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.